Manufacturer narrative:
The lot was manufactured between september 5, 2018 - september 7, 2018. The actual device was received for evaluation. Visual inspection on the returned sample revealed fluid inside the bag that contained the sample. The cause of the fluid inside the bag was due to the untightened blue winged luer cap. Functional testing was performed by filling the device. After fill, the blue winged luer cap was hand tightened. The sample was monitored until the next day and no signs of leak were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate leaked from an unspecified location. The leak was observed within the overpouch and prior to product use. There was no patient involvement. No additional information is available.